Event description:
During a persistent atrial fibrillation (a fib) procedure a farawave catheter was selected. After performing configuration checks of the flower and basket, the farawave was introduced. Upon cannulating the right superior pulmonary vein (rspv) and attempting to open the basket, a spline inversion occurred. The guide wire remained trapped inside the farapulse catheter for five minutes after cannulating several veins. A "cobra" configuration was observed in the rspv, and attempts were made to correct it by rotating the farawave inside the faradrive. Efforts to correct this by introducing the catheter into the faradrive and rotating it were unsuccessful. Multiple attempts to load and unload the guide wire were made, but the guide wire became trapped inside the catheter. Attempts to reposition the catheter and enter the vein with the farawave were also unsuccessful. The farawave was removed, and efforts to free the guide wire outside the body were still unsuccessful. Eventually, the guide wire was removed without any tissue or damage observed. The catheter was replaced, and the procedure was completed with a new farawave. 10 minutes after the procedure tamponade occurred. Post-procedure imaging revealed that the patient had developed cardiac tamponade. Pericardiocentesis was performed, and the patient was hospitalized. The physician believes that the tamponade occurred during the right vein manipulation due to the guidewire problem. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The patient is stable and expected to fully recover. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific concludes the reported event was confirmed. No problem was detected with the returned device that could have caused or contributed to the stuck guidewire seen in the field, nor were any other types of defects identified during the investigation. It was determined that the cardiac tamponade and perforation atrial are known inherent risks of use of this device. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon device return and inspection, no outer abnormalities were observed or splines inverted. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Labeling review: the device was used for the persistent atrial fibrillation, and this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment. Risk review: a risk review performed for the farawave device confirmed that the events of stuck guidewire, unable or difficult to deploy, cardiac tamponade, and cardiac trauma are known events defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product. The cause traced to intentional off-label, unapproved, or contraindicated use was chosen for the use of the device. Based on the information provided within the event description, the device was used for persistent atrial fibrillation (af) ablation is considered off label use for the farawave device since the catheter is intended to be used to treat paroxysmal atrial fibrillation (paf). Cardiac tamponade and perforation atrial are an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
During a persistent atrial fibrillation (a fib) procedure a farawave catheter was selected. After performing configuration checks of the flower and basket, the farawave was introduced. Upon cannulating the right superior pulmonary vein (rspv) and attempting to open the basket, a spline inversion occurred. The guide wire remained trapped inside the farapulse catheter for five minutes after cannulating several veins. A "cobra" configuration was observed in the rspv, and attempts were made to correct it by rotating the farawave inside the faradrive. Efforts to correct this by introducing the catheter into the faradrive and rotating it were unsuccessful. Multiple attempts to load and unload the guide wire were made, but the guide wire became trapped inside the catheter. Attempts to reposition the catheter and enter the vein with the farawave were also unsuccessful. The farawave was removed, and efforts to free the guide wire outside the body were still unsuccessful. Eventually, the guide wire was removed without any tissue or damage observed. The catheter was replaced, and the procedure was completed with a new farawave. 10 minutes after the procedure tamponade occurred. Post-procedure imaging revealed that the patient had developed cardiac tamponade. Pericardiocentesis was performed, and the patient was hospitalized. The physician believes that the tamponade occurred during the right vein manipulation due to the guidewire problem. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The patient is stable and expected to fully recover. The device is expected to be returned for analysis.

Event description:
During a persistent atrial fibrillation (a fib) procedure a farawave catheter was selected. After performing configuration checks of the flower and basket, the farawave was introduced. Upon cannulating the right superior pulmonary vein (rspv) and attempting to open the basket, a spline inversion occurred. The guide wire remained trapped inside the farapulse catheter for five minutes after cannulating several veins. A "cobra" configuration was observed in the rspv, and attempts were made to correct it by rotating the farawave inside the faradrive. Efforts to correct this by introducing the catheter into the faradrive and rotating it were unsuccessful. Multiple attempts to load and unload the guide wire were made, but the guide wire became trapped inside the catheter. Attempts to reposition the catheter and enter the vein with the farawave were also unsuccessful. The farawave was removed, and efforts to free the guide wire outside the body were still unsuccessful. Eventually, the guide wire was removed without any tissue or damage observed. The catheter was replaced, and the procedure was completed with a new farawave. 10 minutes after the procedure tamponade occurred. Post-procedure imaging revealed that the patient had developed cardiac tamponade. Pericardiocentesis was performed, and the patient was hospitalized. The physician believes that the tamponade occurred during the right vein manipulation due to the guidewire problem. Use of a farawave catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The patient is stable and expected to fully recover. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed or splines inverted. The catheter returned without a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The device was used for the persistent atrial fibrillation, and this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment.